Event description:
Pt developed a chronic disturbance in wound healing after he had an accident in his profession (working accident). After use of several different primary dressings including knitted cellulose acetate non-adherent dressing, there appeared a contact eczema with spreading effect. A patch test showed a positive reaction to the knitted cellulose acetate non-adherent dressing. Sumycin celestan v creme was prescribed and would is healing without contact eczema.

Manufacturer narrative:
(B)(4). Conclusion code: increased sensitivity.